Event description:
It was reported the patient presented to the emergency room complaining of "four shocking sensations". The device was interrogated and "everything checked out fine". Patient's heart rhythm is chronic atrial fibrillation. Device reprogramming options were discussed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: s53 competitor implantable pacing lead (B)(6) 2012; s60 competitor implantable pacing lead (B)(6) 2012. (B)(4).